Event description:
It was reported that leakage occurred with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, "when using the syringe, the medication leaked (when aspirating the medicine occurs the leak). Customer informs that in an amount of 400 units bought, about 10% of the materials had the deviation. No damage to patient / professional."

Manufacturer narrative:
Batch history analysis was performed, quality notifications and maintenance records verified where no potentially fault-related records were found. The samples made available were analyzed and it was possible to observe barrel damaged in 3 samples. These samples also leaked during the use of the syringe. The possible cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The production processes are validated as established procedures and that for the characteristic pertinent to this claim the acceptance criteria are eqs 0,4%. The lot involved in the claim meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, "when using the syringe, the medication leaked (when aspirating the medicine occurs the leak). Customer informs that in an amount of 400 units bought, about 10% of the materials had the deviation. No damage to patient / professional."